Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was close to 200 mg/dl. As the customer changed out all of the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.